Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the following information was provided by the initial reporter: on 11 march the ICU nurse was administering fluids to a patient after a successful one-time puncture of an indwelling needle and found that the catheter was leaking at the end one-third of the catheter.

Manufacturer narrative:
1. The customer returned 1 defective sample, which has been used, the sku is 383083, and the batch code is 3290313. 1)the defective sample shows that there is a damage in the catheter, the wound is from inside to outside, the damage is about 1.5mm away from the catheter hub. Pr#(B)(4) for the photos. 2. DHR/bhr review(lot#3290313): 1)this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4)ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Cause analysis: 1)according to the damage state of the catheter, the catheter was punctured by the needle, not by the gripping jaw in the process of product assembly, because the wound by the gripping jaw is from the outside to the inside. 2)during the product assembly process, there are visual detection systems to detect 100% needle through catheter and lie distance (please see attachment pr#(B)(4) for process of zone 5). The product of needle through catheter cannot be performed puncture. 3)the damage of the catheter may occur when the needle is not completely withdrawn. We have conducted a simulation experiment. Please see attachment pr#(B)(4) for the photo of the simulated sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process, and no similar complaints have been received from other hospitals about this batch of products. Through the inspection and analysis of the returned sample, it is determined that the root cause of the damage of the catheter is related to the user and has nothing to do with the quality of the product. H3 other text : see narrative.

Event description:
No additional information provided.